Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in clinic for a routine follow-up, inappropriate alerts of exceeding at/af were observed, even though the patient's device was programmed to vvir after the patient underwent an av node ablation procedure. Review of the programmed settings noted segm channel configuration was set to two channels. Programming changes were made. The patient will continue to be monitored.